Manufacturer narrative:
Patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced low blood glucose levels since after the first week of being on the pump and on (B)(6) 2026 blood glucose level was 2.8 mmol/l which was managed by drinking juice. Patient stated that the event occurred as pump was giving auto corrections